Event description:
Customer reported that a pt arrested after initialization of treatment, customer was removed from machine and stabilized and sent to hosp. Two days later, customer was set to do treatment again and upon initialization, arrested again. No further info on pt status. This report is for the second event.

Manufacturer narrative:
No further info is expected for this specific event. Unable to investigate the role of the device in this event with the available info and therefore, the case is considered closed. The incident of such events will be monitored.